Event description:
Event description guidant/crm received information that this implantable pulse generator (ipg), listed in the advisory letter, had no output or telemetry. The ipg was explanted and returned to st paul.